Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage tank and high voltage supply regulator and the x-ray tube. System operates as intended. (B)(4).

Event description:
The customer reported a dark circle in the field of view and low ma error on high level fluoro. No patient injury was reported.